Event description:
The reporter stated that the product that had a label expiration date of december 31, 2009 was used during a surgical procedure on (B)(6) 2010. There has been no report of any adverse outcome for the patient. The product was obtained from the user facility's stock inventory. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.